Manufacturer narrative:
Clear correct findings: the affected arch is the upper, which show gum recession and undercuts that were not requested to be blocked out. This increases the retention of the devices and can lead to difficulties in seating and removing the device. Clinical evaluation: the report concerns an association with a tight-fitting retainer and loss of a restoration. This is not known complication of aligner therapy. No information is provided regarding the restoration. In general, restorations in good condition should be able to withstand insertion and removal of retainers.

Event description:
The upper retainer is too tight, it was too tight that it ripped out a filling in my tooth #9.